Event description:
Infection of reservoir. Six weeks post placement the pt noted some drainage from incision site. The reservoir was aspirated and showed gram positive cocci and gram positive rods. Reservior removed in surgery.